Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 7 months. The lvad remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 5.5 years of support, elevated lvad parameters were observed when the system controller was connected to the system monitor. The patient was asymptomatic. CT angiography showed no flow through the lvad system. The system controller was disconnected from the pump, and the patient continues with palliative treatment with the pump stopped. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively determined. A CT angiogram was performed, which showed no flow over the system. The patient remains in palliative care with the device turned off and the pump remains in-situ. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.